Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and reset test. No unexpected a17 error alarm, a21 error alarm or a47 error alarm noted during testing. However, a47 error alarm found in alarm history. A47 error alarm due to corrupted history file. Unit was downloaded properly using carelink pro. Unit had cracked case at display window corner, minor scratched lcd window,cracked battery tube threads, cracked belt clip slot at battery tubethreads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that he was unable to upload and found several error alarms in the alarm history, including a reset error alarm. The blood glucose reading was 465 mg/dl. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.